Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd difco¿ anaerobic agar a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that a bottle broke in the machine. "

Manufacturer narrative:
Event description: "it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials ¿a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that a bottle broke in the machine" device brand name: bd bactec¿ lytic/10 anaerobic/f culture vials common device name: system, blood culturing; product code: mdb device manufacturer: becton dickinson caribe ltd. Device catalog number: 442265; device lot number: 0336021; UDI #: (B)(4); device expiration date: 2021-09-30; manufacturing site: becton dickinson caribe ltd. Device manufacture date: 2020-12-01.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that a bottle broke in the machine. "

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Photo was not provided. Satisfactory results were obtained from retention samples when visually inspected for package integrity (i.e. Broken/cracked bottles). Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch history record review results. The controls in place to detect this type of defect are: a 100% visual inspection performed during the packaging process in order to detect bottle damage. Also, during the packaging process of each lot, a process control representative inspects 1 case every 30 minutes for completeness. Product insert warning and precautions states that prior use, the user should examine the vials for evidence of damage or deterioration. Letter #: shq-170 should be provided to the customer. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "it was reported that a bottle broke in the machine."